Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a safety needle and tubing device. The customer reports that while performing a venipuncture with the angel wing device, the phlebotomist activated the safety shield while removing the needle from the patient's vein. The gauze that was pressed on the puncture site got caught in the tip of the safety shield. The phlebotomist was attempting to free the gauze when the needle came out of the safety shield and punctured his finger, resulting in a dirty needle stick. The phlebotomist followed the facility's established guidelines for needle stick injury and reported for follow up.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded. The source patient was determined to be (B)(6). Medical assessment of the occupational exposure indicated the individual should take (B)(6). Drug therapy was initiated within hours of the exposure. Medical evaluation and interventions as warranted will be implemented by occupational health services.